Event description:
During use of the heart lung system for a cardiopulmonary bypass procedure, the touch screen of the central display of the device did not function. Essential functions of the heart lung console were preserved, but certain data could not be displayed on the central display. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.